Manufacturer narrative:
(B)(4). ¿¿ to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. ¿ event related to prolift pelvic floor repair in (B)(6) 2010 reported via mw # 2210968-2021-02704. Event related to the tvt-obturator in (B)(6) 2010 reported via mw # 2210968-2021-02705. Event related to prolift pelvic floor repair in (B)(6) 2014 reported via mw # 2210968-2021-02706. Event related to the tvt-obturator in (B)(6) 2014 reported via mw # 2210968-2021-02707. Event related to prolift pelvic floor repair in (B)(6) 2016 reported via mw # 2210968-2021-02708. Event related to the tvt-obturator in (B)(6) 2016 reported via mw # 2210968-2021-02709. Event related to the tvt-obturator on (B)(6) 2018 reported via mw # 2210968-2021-02711. Event related to prolift pelvic floor repair on (B)(6) 2020 reported via mw # 2210968-2021-02712. Event related to the tvt-obturator on (B)(6) 2020 reported via mw # 2210968-2021-02713. Event related to prolift pelvic floor repair on (B)(6) 2021 reported via mw # 2210968-2021-02714. Event related to the tvt-obturator on (B)(6) 2021 reported via mw # 2210968-2021-02715.

Event description:
It was reported that a patient underwent a sling procedure for prolapsus on (B)(6) 2010 and the mesh was implanted. It was (B)(6) 2010, the surgeon planned to give the patient a surgical trimming and conducted it in may 2010. The patient started to have urinary tract infection in (B)(6) 2010 and the surgeon believed it to be from vaginal droughts. In 2013, the patient experienced more frequent urinary tract infections and had a cystoscopy. The surgeon concluded that everything was normal, and the patients burns always come from vaginal dryness so a new treatment was given. The patient expressed that pains have been coming since the operation. In (B)(6) 2014, the patient experienced more infections and urinary frequency. The patient was hospitalized for pyelonephritis and had a urethrocystoscopy. The patient was given oroken and monuril for prevention. In (B)(6) 2016, a uro-scanner was planned, and doctor suggested (uracyst): 8 injections of this product into the bladder. The patient urinary tract infections calmed down, but the patient still had vaginal burns and discharges electric at the anus. A consultation was done in which prescription of a new treatment for the burns was given. In (B)(6), the patients urinary tract infections returned. On (B)(6) 2017, the patient was sent to a new urologist that concludes that all the pain comes from the prosthesis and the bandage. The patient was advised to see the implant surgeon. A doctor consultation (B)(6), 2017 resulted in suspicion that patients nerves might have been pinched during the procedure, and that the patient needed to see a neurologist, but there was no neurological problem. The doctor prescribed antibiotics and advised patient to an osteopath gynecologist. In (B)(6) 2017 the patient started sessions at the osteopath once a month until (B)(6) 2018. The doctor felt something during the session in (B)(6) 2018. In (B)(6) 2018, the patient returned to dr. Who decided to remove the prosthesis on (B)(6) 2018. The day after the operation the doctor showed the patient the prosthesis and tells the patient that everything could not be removed and informed the patient that the pain could be more now than before the operation. The patient was advised to been by other doctors. The urinary tract infections subsided, but the vaginal burns and electric shocks in the anus became unbearable. The patient went hospital e where the gynecologist told the patient that she contracted lichen during the operation and that the patient burns came from there. The patient was prescribed a cortisone-based treatment for vaginal dryness. The patient stayed that way to modify the treatment for two years. In (B)(6) 2020, the patient went urgently to the hospital and received treatment for an inflammation in the uterus and was referred to another hospital. Three days later, the patient had very sharp contractions and the patient had an operation the same evening. The next day the doctor explained that it was impossible to open the cervix uterus, and a syringe was used to empty the patients uterus, which was filled with blood. An urgent MRI of scheduled due to the health crisis. They patient was advised three weeks later to remove the uterus and ovaries. The patient was operated on (B)(6) 2020. A week after the operation, burns and electric shocks began to return. On (B)(6), during a post-operative appointment, the patent was advised of a urinary tract infection and that all the pain comes from there. The patient took treatment for the urinary tract infection, but the burns and electric shocks became more unbearable. The patient will do an ecbu to prove that she no longer has a urinary tract infection but that the pain is still present. No additional information available.